Event description:
It was reported that the customer had a blood glucose level of 42 mg/dl. The customer was treated with juice. The customer had received unintended insulin delivery due to a reservoir vent blockage. Standard troubleshooting was performed. The customer stated there had been a gap between the piston and the reservoir stopper during prime. The customer's mother stated that she changed the reservoir three times and that fixed the problem. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.